Manufacturer narrative:
A compressor was reported having water in the air output. The drainage valve was sent back for further investigation. When mounting the returned drainage valve in a reference compressor mini, the drainage valve opened but did not put out water to the water bottle. The drainage valve is part of the system that reduces the amount of moisture in the compressed air. When the damp has condensed, the function of the drainage valve is to open the transport of the water to a drainage bottle. In the start-up sequence, the drainage valve will also release the pressure in the compressor cylinders to have a smoother start of the compressor. A defective drainage valve could lead to a situation where the compressor is not starting as expected. The conclusion in this matter is that the compressor didn't work properly due to a malfunctioning drainage valve.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressed air from the compressor contained condensed water. There was no patient harm. Manufacturer's ref #: (B)(4).